Event description:
We have been experiencing several cracked port-a-cath lines of the last couple of months, with a new one this weekend. Nurse went to flush ivad tubing after unclamping the line. There was a "whoosh" sound. Nurse reconnected a new flush syringe, and the "whoosh" sound happened again with fluid noted to come from end of tubing. The line was clamped close to the patient for prevention. Care team was notified of the problem. No harm to patient. Patient¿s ivad was de-accessed and she was reassessed for discharge.